Event description:
It was reported that pump screen went dark and would not turn on despite multiple attempts to power and charge pump. The customer¿s blood glucose (BG) level that was displayed as "High", although specific value was not provided. Customer addressed elevated BG by a correction injection via manual insulin therapy. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.